Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 20-may-2020 and inspection of the unit was performed on 21-may-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, light carrying bundle distal cover glass middle chipped, prism scratched, elevator body sticking, middle lcb distal cover glass glue is missing, passed wet leak test, passed dry leak test, broken lightguide prong, operation channel- primary mild resistance. An additional evaluation performed on 10-jun-2020 noted the left light carrying bundle distal cover glass cracked. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: deflector operating wire, o-ring(0.5x1.3), distal case/cap, o-rings and seals, lcb distal cover. The video duodenoscope is pending repair and final qc approval as of 12-jun-2020.